Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) was suspected to have perforated the patient's rv wall. This was noted at the first patient follow-up post implant. Lead testing noted non-capture at maximum output. Impedance measurements were noted as decreasing from 600-400 ohms pace impedance. In subsequent surgical intervention, the lead was pulled back and re-positioned without further adverse effect to the patient.

Manufacturer narrative:
To date, information suggests that this rv lead remains actively in service without further issue. As new information becomes available, this report will be further evaluated and updated.